Event description:
A resolute integrity drug eluting stent was implanted in the distal circumflex. A dissection was reported to have occurred; a resolute integrity drug eluting stent was implanted to treat the dissection. No further complications were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). (B)(4).